Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the cartridge tubing. Reportedly, the cartridge air removal step was not being performed during the load process. The customer¿s blood glucose level was 213 mg/dl when the air bubble was observed, and was 182 mg/dl at the time of the report. Reportedly, the customer acknowledged that the correct steps would be performed during future load processes.